Event description:
The customer reported a liquid waste spill on their alinity m instrument. The customer noticed a liquid waste leak outside of the instrument footprint. The customer reported that the instrument is in the stopped state, no injuries were reported, and the leak was contained. The technical application specialist (tas) asked customer to confirm if the quick release on the waste bottles was firmly affixed. The customer confirms that it was. The customer stated that the liquid waste bottle 1 was empty and wet. Tas submitted a dispatch request. There was no report of injury or exposure to the leak.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).